Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump was also received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be loose. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.